Manufacturer narrative:
All operating currrents for the insulin pump are within specification. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted by analysis. The insulin pump was also received with minor scratches on the lcd window, a broken reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 169 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.